Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). A carefusion field service engineer evaluated the device on site and replaced the compressor assembly. The engineer performed the extended self test and operators verification procedure and found the device to be meeting all manufacturer specifications. The suspect component was sent back to carefusion for full analysis. Result of investigation: the alleged faulty component was received by a carefusion failure analysis technician for evaluation. The technician reported the compressor icon is being displayed when the air is off and there is no air coming from the compressor. ¿loss of gas¿ alarm is also being displayed on the uim (user interface module) screen. The technician replaced the compressor's printed computer board assembly but it did not resolve the issue. The technician was able to duplicate and isolate the reported issue to a bearing inside the motor assembly after disassembling the compressor and inspecting the internal components. The bearing would not rotate at all with shredding dust residue noted around the bearing and stainless steel end cap where it is placed in.

Event description:
The customer reported compressor rotor locked in the error log; while using the avea ventilator. At this time, it is unknown whether there is patient involvement. &#1288;ere has been no report of any patient consequence associated with this event.